Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One opened balanced phaco tip was returned for evaluation for the report of the tip breaking off inside the patient¿s eye within the first minute. A photo was provided with tip. One photo returned with the complaint file. The photo shows the phaco tip within the phaco wrench. The photo cannot confirm if the tip is broken. A visual inspection of the phaco tip was performed and the tip was not broken as reported as the complaint issue. The complaint evaluation cannot confirm the phaco tip was broken. No root cause can be determined based on the sample returned. It appear that the incorrect tip may have been returned. No specific action with regard to this complaint was taken because the phaco tip complaint issue could not be confirmed. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phacoemulsification tip broke off inside the eye during a procedure. The surgeon removed and replaced the tip to complete procedure with no patient harm.